Event description:
It was reported that the insulin pump was cracked. Advised the caller that the insulin pump was no longer water tight. The blood glucose reading was unknown. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pup was received with minor scratched lcd window, cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.